Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the retainer legs of the anvil were bent or damaged as a result of rough handling. It was reported that the anvil disengaged either fully or partially from the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The evaluation detected an unreported condition: the wing nut would not rotate. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not turn the twist knob more than one (1) turn counterclockwise after firing. Doing so may result in difficulty in removing the device or separation of the anvil assembly. Fully extend the center shaft of the stapler by turning the twist knob counterclockwise until it stops. Mate the anvil/center rod assembly to the stapler by inserting the blunt center rod into the center shaft of the stapler and push firmly until the center rod clicks into its fully seated position. This click will be tactile and audible. Manually inspect the attachment to ensure that the center rod and stapler are fully mated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left colectomy, when shaft of the device was inserted within the patient and tried to connect the stapler integrated trocar to the anvil, it was noted that the legs of the anvil were too wide to get a proper connection. As they made a first connection between the anvil and the integrated trocar and maintained with a suture, then disconnected them to obtain a firm connection and then tried to connect them again, it might have enlarged the anvil legs. The anvil disengaged. The surgeon removed the suture made around the first anvil and removed it and used another anvil with the same handle to resolve the issue. Patient had unexpected tissue loss due to device issue.

Event description:
According to the reporter, during an open left colectomy, when shaft of the device was inserted within the patient and tried to connect the stapler integrated trocar to the anvil, it was noted that the legs of the anvil were too wide to get a proper connection. As they made a first connection between the anvil and the integrated trocar, then disconnected them to obtain a better exposure and then tried to connect them again, it might have enlarged the anvil legs. The anvil disengaged. Surgeon used another anvil to resolve the issue. Patient had unexpected tissue loss due to device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.